Event description:
A vaxcel pasv mini port was being placed for therapeutic purpose in 2005. The peel-away sheath peeled on the perforation for approximately one to two centimeters before it broke. Forceps were used to peel the remainder of the sheath in order to complete the procedure.